Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a light sensor failure. The patient's arterial pressure was then measured by a transducer and the iabp therapy for this patient was continued with no further issues. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was unable to confirm the recurrence of the symptoms. The fse cleaned the light sensor connection part on the machine side and unplugged and plugged in the connection part of the circuit board inside the machine. Dust removal work performed inside the device. Operation confirmed as good. Operation inspection based on the inspection record sheet showed no abnormalities.

Event description:
N/a.